Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with diaphragmatic stimulation. Upon interrogation the cardiac resynchronization therapy defibrillator was found to be in back up. The device was restored to its normal function. Patient was stable and discharged from hospital following reprogramming.